Event description:
The pt's father contacted animas and reported that the pt had a blood glucose level over 500 mg/dl with vomiting about 1 week ago. He indicated that no medical attention was needed. The pt reportedly slept through an occlusion alarm that occurred over night. The reporter indicated that this was 1 of 4 occlusion alarms that have occurred within the last 1-2 weeks. The pt reportedly heard the occlusion alarm occurred last night and did not have any blood glucose excursions. No troubleshooting was done since the pump and the pt was not available at the time of the call. Animas attempted to reach the reporter for a f/u call and left messages asking the pt's father to call back. On (B)(6) 2010, the pt's father called back. The pump's history was reviewed and no occlusion alarms were found. The pt's father did not have the cartridge or tubing for troubleshoot. He reported, he heard good motor noise and pump did prime easily at the time with pt disconnected. The pt reportedly prepared the cartridge and site properly. The pt's father agreed to return this pump for review.

Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.